Manufacturer narrative:
Device is an instrument and not implanted/explanted. A review of the device history records was completed: avalign technologies ¿ nemcomed manufactured the 4.0mm hexagonal screwdriver, p/n 388.377, lot 6213599 (supplier lot # 78555), per po # 1056064, dated august 26, 2009, line 9, for 7 parts. The supplier¿s certificate of compliance, dated august 24, 2009, for lot number 6213599, indicates the part was manufactured to p/n 388.337, revision ¿d¿. The lot was inspected and conformed to the synthes incoming final inspection sheet number ns029410, revision ¿a¿. There were no mrrs, ncrs, or complaint-related issues with this lot. 7 parts were released to the warehouse on august 28, 2009. A manufacturing evaluation was completed: the hex driver shaft was received with the hex driver tip broken completely off. The tip was not included with the returned parts. The material and hardness of the hex driver shaft were confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements at synthes incoming inspection. The shaft diameter of the part was confirmed to be within specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. A product development event evaluation was completed: the dual-opening universal spinal system (uss) is designed to achieve scoliosis deformity correction. The reported 4mm hex driver shaft (388.337) is part of this system. Upon examination of received part the reported conditions of the driver shaft are confirmed. The 4mm hex driver shaft 388.337 was received with the distal tip broken off. A broken portion remains inside the received screw however it doesn¿t match with the broken distal tip of the driver as it looks indented (material dug out). Additionally, there are scratch marks on the thread of the screw head. Closer inspection of the fractured area of the driver suggests that a potential off axis condition and excessive force application could contribute to cause this confirmed condition. The involved lot #78555 of part 388.337 was made on august¿2009. It is it is unknown if the torque indicator was used (calibrated) or not to determine the force applied. The applicable top level and associated drawings of related components (for the driver: 388_337 rev. D) were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for each successful instrument design. The instrument is dimensioned properly and was found to be adequate for its intended use. It is determined that the instrument design is suitable for its intended use and it is it is unknown further details on how the instrument was actually used to rule out other potential sources that could contribute to cause the reported condition. The disposition for this complaint from a design perspective is indeterminate. Device used for treatment not diagnosis. Placeholder.

Event description:
It was reported that while the surgeon was removing the screwdriver from the pedicle screw, the distal end of the screwdriver broke off and retained inside the pedicle screw. A new screw was implanted and the surgery was completed successfully. There was about a ten minute delay in the procedure. This is report 1 of 1 for complaint (B)(4).